Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2018 that the patient had a driveline infection. On (B)(6) 2018 the patient expired due to multi-system organ failure (msof).

Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the onset of the infection date was (B)(6) 2018. Treatment provided to patient was antibiotics, topical and intravenously. The left ventricular assist device (lvad) was not explanted.